Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
This procedure was performed in singapore. The initial report from singapore states, "during preparation, it was discovered cannot place balloon inside the catheter, something came out from the tip. No patient involvement." However, investigation of the returned device on (B)(4) 2014 found the evercross catheter was returned in three pieces: a proximal piece contains the y-manifold and multilumen; the proximal balloon chamber material; and the distal piece consisting of the single lumen, balloon chamber material, band markers, and the distal tip. The balloon chamber material was in a post-inflation profile.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross was returned loose within its shelf carton. The evercross catheter was returned in three pieces: proximal piece contains the y-manifold and multilumen; the proximal balloon chamber material; and the distal piece consisting of the single lumen, balloon chamber material, band markers, and distal tip. All components of the device are accounted for. The balloon chamber material is in a post-inflation profile: not tightly wrapped or winged. The distal end of the balloon chamber is bunched up consistent with the initial complaint of having difficulty loading the device into a catheter. Non-contact measurement of the balloon material at the distal marker band was approximately 0.156in. At the widest point of bunching of balloon material at the distal tip non-contact measurement was approximately 0.188in. The proximal end of the balloon chamber material of the distal piece of the returned device exhibits a radial tear. On the mono lumen proximal to the radial tear of the balloon chamber material the lumen exhibits a bend/kink and a pinch mark in the lumen. The proximal end of the mono lumen of the distal piece of the returned device exhibits a straight separation just proximal of the proximal balloon marker. The proximal balloon material distal end exhibits a radial tear that matches the radial tear in the balloon material of the distal piece of the returned device. The proximal balloon bond end of the proximal balloon material exhibits a tensional.